Manufacturer narrative:
Concomitant products: product ID neu_unknown_ext, serial # unknown, product type extension; product ID neu_ unknown_ext, serial # unknown, product type extension. (B)(4).

Event description:
It was reported the patient had an extension revision performed. It was noted the patient¿s implantable neurostimulator (ins) was located in their upper chest and was ¿quite superficial, just under the skin.¿ additional information has been requested, but was not available at the time of report. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 37083-40, serial# (B)(4), product type: extension.